Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. Co was advised that the pump was evaluated and a "cal reqd" message was displaye when the unit was powered on. The message is displayed when the battery is completely discharged. The manufacturer was provided no other test results or information regarding this unit. The manufacturer did provide biomed with a copy of service bulletin #298 for testing and device mechanism for possible leak or misalignment, and the manufacturer will advise the account that in the directions for use of this device, under operational precautions, it states "to prevent unrestricted flow, fully close regulating clamp whenever IV tubing is not in the tubing pincher, and that correct placement of tubing in the pincher prevents freeflow when the door is open. When terminating infusion, fully close regulating clamp before opening pump door." Without the pump to evaluate, the manufacturer is unable to determine a root cause for the reported failure.